Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ injector 2 parts (bulk) syringe there was an issue with cracked barrel. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ injector 2 parts (bulk) syringe there was an issue with cracked barrel. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with an affected sample. Visual inspection of the returned sample presented a crack in the barrel wall of the syringe. That confirmed the reported issue. DHR: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Investigation conclusion: the barrel was broken during the manufacturing process due to an incorrect alignment of the syringes in the feeder of the primary packaging machine.